Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/31/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported that during the spaceoar vue placement procedure, the hydrogel was inadvertently injected into the venous plexus. Consequently, the patient, initially scheduled for stereotactic body radiotherapy, had to switch to brachytherapy due to the improper placement of spaceoar vue. No patient complications were reported as a result of this event. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.